Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Mw5163641 model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
The following event was received from a voluntary medwatch report: it was reported that the patient experienced bleeding in the groin which required a suture and resulted in extending the patient's hospital stay by an additional night. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).